Event description:
Boston scientific received information that the patient's implantable pacemaker was removed due to battery failure. The pacemaker was explanted and replaced with a competitor implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.